Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl with moderate ketones. Cause of elevated bg level was unknown. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.